Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that noise was observed on the patient's right ventricular (rv) lead during a routine follow-up and oversensing was occurring. The rv lead was capped and replaced as a result. No patient complications have been reported as a result of this event.